Event description:
A caller reported a cgm error 42 related to their #g6sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, resulting in a successful initiation of their sensor session without further display of the error code.